Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. It was reported that patient complained about infusion set leakage in tubing on (B)(6) 2024. Patient's blood glucose at the time of issue was reported as high. Patient took correction bolus to address high blood glucose. Infusion set was in use for less than 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.